Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 3.50 x 32 synergy¿ drug eluting stent was advanced to treat the lesion. However the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first proximal stent row was damaged and a stent strut was lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the mid-shaft 25 mm distal to the hypotube mid-shaft bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 3.50 x 32 synergy¿ drug eluting stent was advanced to treat the lesion. However the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.